Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced mix of product types in the pack. The following information was provided by the initial reporter: cst states 1 case was labeled correctly but when opened the inside contents were item jat881450004 qty 2 pks. Cst is requesting return and credit.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced mix of product types in the pack. The following information was provided by the initial reporter: cst states 1 case was labeled correctly but when opened the inside contents were item jat881450004 qty 2 pks. Cst is requesting return and credit.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.